Manufacturer narrative:
Part: 03.010.473, lot: 4l61217, manufacturing site: (B)(4), release to warehouse date: july 30, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint devices inter-lock screwdriver combined t25/hexa (product code: 03.010.473, lot number: 4l61217) was returned to customer quality (cq) west chester for investigation. During visual inspection, the tip of the screwdriver was bent, due to which the slider part of the device could not be disassembled from the screwdriver. Functional test: a functional test to disassemble the interlocking screwdriver was performed but the sliding part of the device could not be dismantled from the device. Can the complaint be replicated with the returned device(s)? Yes, the complaint condition can be replicated during functional test. Dimensional inspection: this was identified as a post manufacturing damage, hence a dimensional inspection was deemed irrelevant. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Sd25/3.5mm hex screwdriver, inter-lock, 03_010_473. Complaint confirmed: yes, the complaint condition can be confirmed during physical device investigation. Conclusion: the interlock screwdriver was non-functional due to damage to the screwdriver which resulted in difficulty in disassembling the device. Hence, the complaint was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a procedure the device failed. This report involves one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).